Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.